Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). After the physician used a non bsc device for lad stenosis and another non bsc device used for pretreatment. A 4.00 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent struts were lifted up and might have been rubbed against calcification. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). After the physician used a non bsc device for lad stenosis and another non bsc device used for pretreatment. A 4.00 x 16 synergy drug-eluting stent was advanced to treat the lesion, however, it was noticed that the stent struts were lifted up and might have been rubbed against calcification. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. Device evaluated by MFR: a 4.00 x 16mm synergy ous mr stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 165mm distal from the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis.